Event description:
It was reported the stimulation could not be adjusted, and there was a power-on reset (por) condition. The device was displaying the "call your doctor" icon. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).